Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a calcified, mid to proximal right coronary artery (rca). During advancement of the 3.5 x 15 mm xience sierra stent delivery system (sds), resistance was met with the anatomy due to the angulation. Then an extra backup guide catheter was used for additional support; however, the sds proximal shaft broke prior to reaching the target lesion. The device was removed from the anatomy; a different xience sierra stent was used in the procedure. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported resistance met during advancement could not be replicated in a testing environment as it was based on operational circumstances. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should also be noted the xience sierra everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. The investigation determined the difficulties appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.